Manufacturer narrative:
Hill-rom has requested the user facility return the sling for investigation. We have not received the sling at this time. We have reviewed photographs of the sling that were supplied by the user facility. There appears to be approximately one half inch of broken stitching on the upper left sling loop as well as a few pulled stitches on the upper right sling loop, which is the loop that came out of the sling bar. Both sling loops are still secured to the sling. In the instruction guide for solo highback sling ((B)(4)), the recommended combinations of solo high back sling and liko slingbars are shown. Liko does not recommend use of liko slings with non liko lifts. No further information is available at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating a patient was being lifted in a liko sling on a competitor's overhead hoist, and the right shoulder loop of the sling became detached from the hoist resulting in the patient falling. The patient suffered bilateral femur fractures and a laceration to their head. The laceration to his head was superficial and appropriate dressing was applied. The lift was located in the hospital at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).